Event description:
The time of event is unknown. There was no report of patient harm. Air/water nozzle peeled off (black glue).

Manufacturer narrative:
We checked the returned unit and confirmed that the nozzle gluing missing. Based on the result, we concluded that it was caused due to the physical damage applied on the nozzle gluing. In addition, we confirmed that the air/water nozzle clogged, the electrical connector corroded, the insertion flexible tube (ift) crushed, the operation channel leak, the remote control buttons cut, the objective lens unit dirty, the lcb distal cover glass dirty, the u/d and the r/l pulley wires worn out, and the brand plate worn out; however, they are not the main cause, and/or irrelevant to the alleged complaint. As a result of confirming the detail as gfe, no response was obtained, so we cannot deny the possibility of the glue falls into the human body. Therefore, based on the technical report ""hr-rpt-0585(nozzle)"" and/or the risk analysis results, it was evaluated to submit MDR.